Event description:
Healthcare professional reported pain and rupture. The device side is unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will not be requested. Did not obtain consent to contact doctor. No additional information is available at this time. Reason for reoperation: rupture and pain.